Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the tip of one (1) stardrive screwdriver was stripped and was no longer functional. This was identified by the medical device reprocessing (MDR, like sterile processing department) staff during the cleaning process. The MDR staff noted that the screwdriver was badly stripped and upon testing with unknown quantity of unknown screws, it did not work as intended. It is unknown when the malfunction occurred, however, at the time of discovering the fault, there was no patient or procedural involvement. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# unknown). This is report 1 of 1 for complaint (B)(4).